Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip jumping open. It was reported that during device preparation, during testing for clip opening, the clip jumped open. Troubleshooting was performed, but the clip continued to jump open. Several attempts were made with the same occurrence, so the clip delivery system (cds) was not used. A second cds was prepared and used successfully no additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported clip arm actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (clip jumping) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.